Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via pone call that they had low blood glucose value. Customer's blood glucose value had been between 25 to 30 mg/dl. Customer had food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.